Event description:
Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. Difficulties with jacket retraction encountered. Conduit used for retroperitoneal cutdown.